Manufacturer narrative:
Of the 9 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a force sensor failure. During investigation for unrelated allegations, there were 3 additional prime issue failures revealed.

Event description:
This report summarizes <noe> 9</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a prime related issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6)years of age and between (B)(6) pounds. Of the reported patients, 5 were male, 4 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of force sensor failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 9 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a force sensor failure. During investigation for unrelated allegations, there were 3 additional prime issue failures revealed. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a prime related issue. These reports were received from various sources. The patients associated with this allegation ranged from 17-73 years of age and between 97 and 227 pounds. Of the reported patients, 5 were male, 4 were female, and 0 were unknown.